Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the trocar leaked and an addition trocar was pulled to complete the case. There was no consequence to the pt.